Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter, and char occurred. It was reported that after removing the smart touch bidirectional catheter, it was found that there was char on the distal electrode. The physician considered the char to be a noticeable amount. The generator was set to power control mode. The settings were 20-40 watts for 30 seconds at each site. There was no impedance increase noticed. There was no abnormal irrigation noticed. The procedure was completed successfully. There was no patient consequence. The returned device was visually inspected upon receipt and some reddish material similar to char was found between electrodes 1 and 2. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. In addition, an irrigation test was performed and the catheter passed. No occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. However, the catheter met manufacturing specifications.

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter, and a char device malfunction occurred. It was reported that after removing the smart touch bidirectional catheter, it was found that there was char on the distal electrode. The physician considered the char to be a noticeable amount. The generator was set to power control mode. The settings were 20-40 watts for 30 seconds at each site. There was no impedance increase noticed. There was no abnormal irrigation noticed. The procedure was completed successfully. There was no patient consequence.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).